Event description:
It was reported to boston scientific corp that a uromax ultra dilatation balloon was used during a stone manipulation procedure. According to the complainant, the balloon was defective. The procedure was completed with another uromax balloon. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "no injuries". The complainant indicated that there is limited info regarding this event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event. (B)(4).